Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during set up, the auger of the clancy flexible drill, 7.0 mm was found fractured/split inside the tray. No delay was reported and the procedure was finished with a smith and nephew back-up device. There was no patient involvement.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The drill tip is fractured at the top of the flexible portion of the shaft. There is wear from use and stress throughout the flexible portion of the shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device, off-axis insertion of the device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.